Event description:
Allegedly, the item was not working. When they opened it to check the batteries, the nurse said that there was corrosion on the batteries and it was dripping charcoal colored water.

Manufacturer narrative:
Additional info will be provided once investigation is completed.